Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been 1 other similar event for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#triathlon prim cem fxd bplt #2 ; cat#5520b200 ; lot#bp43h. Device name#triathlon cr fem comp #2 r-cem ; cat#5510f202 ; lot#bhy6p. Device name#triathlon asym patella a29x9mm ; cat#5551l299 ; lot#lfn359. Device name#simplex hv us 1 pack ; cat#6194-1-001 ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right knee prosthetic joint infection treated with I&d and liner exchange. Of note, an event of right knee clicking was noted to have started as of (B)(6)2017.